Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the battery is failing to charge. No patient involvement was reported.

Manufacturer narrative:
The customer received the replacement battery. After installing the replacement part, the failure disappears.